Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a subcutaneous leak occurred as the area became swollen during the administration of the drug in a patient with an implanted cv port placed in (B)(6) 2025. But after removal, a huber needle was punctured into the cv port to check for passage, but there was no leakage from the catheter. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout the tests. Further hydrostatic pressure test was performed on catheter. Upon infusion, no leaks were observed throughout the attached catheter. Therefore, the investigation is unconfirmed for the reported fluid leak issues as the sample evaluation results indicating no difficulty/issue was noted on the device. Furthermore, clinical conditions alleged in the complaint cannot be confirmed without medical evidence. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a subcutaneous leak occurred as the area became swollen during the administration of the drug in a patient with an implanted cv port placed in (B)(6) 2025. But after removal, a huber needle was punctured into the cv port to check for passage, but there was no leakage from the catheter. The current status of the patient was unknown.